Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. Reprogramming was unable to restore adequate pain relief. An x-ray confirmed lead migration. During the revision procedure, the set screw on the active anchor was confirmed to not be secured. The lead revision procedure was completed to resolve the reported event. The patient reported falling multiple times prior to the event. The evoke scs system did not cause or contribute to the patient¿s falls.

Manufacturer narrative:
The active anchor was discarded. X-ray images confirmed migration. During the revision procedure, the originally implanted active anchor set screws were found to have not been tightened to secure the leads. The cause of the unsecured active anchor set screw is not definitively determined. The evoke scs system surgical guide provides details on proper anchoring technique for the lead and details potential risks including,¿...lead migration, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the evoke scs system user manual states, " in the first six to eight week after your surgery, your body will still be healing from the surgery. The implant or leads may move with some activities. Try to limit bending, stretching or twisting as much as possible."